Manufacturer narrative:
As reported in a research article, two patients passed due to unknown causes in a study comparing pericardial valves to porcine valves. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3001883144-2022-00005. The article, "modes of the bioprosthetic valve failure of the porcine and pericardial valves in the mitral position", was reviewed. This article is a retrospective single study experience to examine the incidence and modes of the bioprosthetic valve failure of the porcine valve in the mitral position and compare them with those of the pericardial valve. St jude epic bioprosthesis and carpentier edwards perimount pericardial valve were associated with this study. The article concluded that the rate of reoperation for svd was slightly higher for the porcine valve in the mitral position than for the pericardial valve. Moreover, porcine valve failure due to leaflet tearing exhibited rapid worsening. [The primary author of this article : gaku uchino, md, department of cardiovascular surgery, hyogo brain and heart center, 520 saisho, himeji, hyogo 670-0981, japan, the corresponding author is hirohisa murakami, md, department of cardiovascular surgery, hyogo brain and heart center, with email address : nrd15919@nifty.com].